Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00 +23.0 diopter) was removed and replaced from the right eye in the same surgical procedure because of lens being not stable. Reportedly vitrectomy was performed. Additional information was received, and it was learnt that during the lens insertion, a capsular tear occurred, and the lens could not be stable. The lens was removed, and a limited automated anterior vitrectomy was performed, removing all vitreous back to the level of the posterior capsule. Viscoat was used to inflate the anterior chamber and the ciliary sulcus area. The wound was enlarged to 3.2 mm. Another lens from another manufacturer was used as replacement lens for the patient in such a way that the haptics were in the ciliary sulcus and the optic was captured behind the anterior capsule opening. Patient was stable at discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/27/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with an unaided eye revealed the lens to be in one piece with residue, possibly ovd on haptic and optic. Lens cleaned using purified water and dried with compressed air to ease inspection. Further inspection under magnification revealed scratches, possibly due to explant; unable to confirm when the scratches were introduced to the lens. The complaint issue cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no other complaints has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.